Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the stimulator never worked well so they gave up on it and had not used it in a while. The never worked well was clarified to mean recharging issues. The patient would charge for hours and it never charged to 100%. The patient had it rebooted once for sure but maybe twice in the past. The consumer believed that they had worked with a manufacturer representative in the past overdischarge. The consumer reported that they knew the device was currently dead and would not turn back on. It was confirmed that the patient had not charged in over a year. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had the device replaced with a non-rechargeable battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that their ins is dead, and they are considering having it removed. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.